Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine cornary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).